Manufacturer narrative:
Product evaluation: no sample was returned, the product remains in the patient eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one other similar complaint reported in the lot number. Additional information was received. (B)(4).

Event description:
A doctor reported increased intraocular pressure (iop) following a glaucoma filtering device implantation procedure. Needling and suture lysis were performed. Due to poor vision, a secondary surgery will not be performed and the shunt remains in the eye. In the surgeon's opinion, it is unlikely that there is a relationship between the adverse event and the product. Additional information was received.

Event description:
Additional information was received. In the surgeon's opinion, the adverse event was definitely unrelated to the product, but instead was due to the cells increase in the bleb.